Event description:
Additional information was received that this device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) with a battery voltage of 2.88v and a charge time measurement of greater than 19 seconds. A device change out procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.